Event description:
Three months after two stents were implanted in the left main trunk artery, the pt complained of chest pain. Coronary angiography was conducted and revealed a 100% inside the previously implanted bx velocity stent. To treat the restenosis, a 3.5x18mm cypher was implanted at 14atm for 30seconds inside the implanted bx velocity and covering the initially implanted cypher-wide overlap. The percent of residual of stenosis was 10.7%. The chest pain disappeared and the pt was in stable condition.